Event description:
The device involved in this MDR report was explanted 33 months after implant because it could not be interrupted. It should be noted that this device was listed in group no. One in the advisory letter issued in 2005 related to metal migration on the potentially exposed units of symphony / rhapsody pacemakers.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.